Event description:
It was reported that the right atrial (ra) lead dislodged and there was undersensing. Far field r-wave (ffrw) oversensing was subsequently reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.